Event description:
It was reported that, after a tka surgery, the rt- plus modular implant loosened. The adverse event was addressed with a revision surgery to exchange the implant. The current state of patient is unknown.

Manufacturer narrative:
It was reported that an rt modular knee system was revised due to loosening of the implants. The parts, used in treatment, were returned for investigation. The femoral and tibial component show a lot of bone cement on the surface. The tibial insert shows signs of wear, most likely due to a malalignment of the components. This might have happened through the loosening of the components. The part and batch numbers of the tibial and femoral component cannot be obtains as they are covered by the bone cement. Only with the allowance of destructive analysis or the patients charts, the batch records could be reviewed. The part and batch number of the insert however, was known. A batch record review did not show any deviations from standard manufacturing processes. A complaint history review did not show any further complaint for the batch in scope. The failure of loosening, followed by a revision is covered in the risk management files. Also, loosening of components is mentioned in the IFU (lit. No. 12.24, ed. 07/10) as a potential risk. The report of the revision surgery was provided. A medical assessment concludes that intraoperatively an instability and the loosening of the components could be confirmed. However, to root cause for the reported loosening cannot be independently confirmed, and it cannot be concluded that the reported instability and loosening were associated with a mal-performance of the implant. If further information becomes available, this complaint will be reassessed. To date, no further actions are deemed necessary. Smith and nephew will monitor the devices for further similar issues. The devices will be retained.